Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient has experienced pain and discomfort at the ipg site since implant ((B)(6) 2021). As a result, surgery occurred on (B)(6) 2021, in which the ipg pocket was revised, which resolved the issue.